Manufacturer narrative:
Investigation results: returned sample was examined. Results are within specification and can be found in the attachment. The smell of the material is very characteristic. To exclude the possibility that other ingredients are contained in it, an ir spectrum was made. The result is also in the attachment and is within the specification. Complaint cannot be confirmed. The DHR of the complained batch was checked. There were no abnormalities in the DHR. Root cause: no defect proven. Conclusion code: no failure found.

Event description:
In this event it is reported that ah plus jet starter kit used in treatment of root canal filling doctor noticed that the consistency was too liquid and had a rotten egg smell. After treatment the patient complained of pain. The filling was removed and replaced; the filling material removed was found to be crumbly according to the doctor.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.